Event description:
It was reported that the small intestinal videoscope had a stent stuck in the biopsy port. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, dirty, foreign bodies on light guide lens were identified during the device evaluation. Based on the results of the investigation, the definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.